Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information, the actual sample, the photo and retention samples of the involved product code/lot# combination. Based on the result of the investigation, the cause of this complaint is due to customer usage. The needle was inserted into the blood collecting tube in a slanted angle causing the needle to go through the side of the rubber stopper and forcefully hit the wall of the tube. This resulted to needle bending which led to the breakage. Retention samples were visually confirmed with no damaged parts noted that would adversely affect product function. Functional tests were also conducted in which results were all passed. The cannula as supplied (B)(4) material undergo incoming inspection prior release and issuance to production. Our needles are compliant to iso (B)(4) wherein our product does not easily break upon normal usage. Prior shipment, qc conducts outgoing inspection that includes visual and functional tests. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that when the blood collecting tube (vacuum-type) was filled with blood was about to be aspirated by neolus needle, neolus was snapped and the needle fragment remained on the rubber stopper as consequence. Even though, the actual sample has been contaminated with blood, it was not used on the patient. Additional information received on 05/21/18: it was reported that the needle snapped off from tip of the hub and the snapped portion of the needle remained on the rubber stopper of collecting tube.